Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-dec-2026, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 06-dec-2026, UDI#:(B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead migrated from t8 to t9 while remaining implanted and in service. A connection check and an impedance check were performed and were reported as good. The patient was reported to be alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that rep will program leads based on placement at post op appt. It is asked but unknown if issue is resolved. Additional information was received from the manufacturer representative (rep). It was reported that pt had a battery replacement procedure on (B)(6) 2026. During procedure, an updated xray was taken and leads were discovered to have migrated. No surgical intervention is planned to be taken at this time regarding the lead migration.